Event description:
Rv lead integrity warning for 2 or more high rate-ns episodes less than 220 ms and sensing integrity counter greater than or equal to 30 in 3 days on (B)(6) 2020. Gradual increase in rv impedance as per lead trend, most recent measurement =836 ohms. Possible ventricular oversensing noted on stored egms 36 short v-v intervals noted on sensing integrity counter on (B)(6) 2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)